Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of foreign material in the nozzle and distal end were confirmed. Based on the results of the investigation, olympus could not specify the type or the cause of the foreign material that remained in the device from the obtained information. It was confirmed that the section of the device where the foreign material remained had no deformation. Olympus could not confirm how the reprocessing has been implemented due to no obtained information. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that there was foreign material in the nozzle and on the distal end of the gastrointestinal videoscope. There was no patient involvement.